Event description:
It was reported the patient was moving ¿something really heavy¿ the day prior and on the day of the call was having more pain than usual. The patient reportedly always had ¿a little¿ pain from the stimulator. It was stated that instead of a stimulation sensation, the patient felt pain, but it was not uncomfortable for them. The patient felt pain where the ¿nerves were being touched by the wires.¿ it was ¿not so bad¿ when the patient was sitting. Stimulation was decreased from 5.3v to 4.95v, which was indicated to be ¿a little¿ better. The patient then decreased stimulation further and the pain subsided. When the patient was recommended to discuss the issue with their managing healthcare provider, the patient stated that they did not think it was going to be a problem. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0bn8l, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).